Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited low pacing impedance. The physician attempted to replace the lead, but the superior vena cava was occluded hence programming changes were made instead. The patient was stable.